Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 75% stenosed lesion was located in a severely calcified and moderately tortuous distal right coronary artery. The procedure was intended to dilate the mid to distal right coronary artery. The physician attempted dilated the lesion after rotational coronary atherectomy was performed however the emerge, mr, ous 20mm x 3.00mm balloon catheter ruptured at eight atmospheres on the second inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).